Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they were having issues with their infusion set. It was also reported that they had a high blood glucose of 23 mmol/l. They declined troubleshooting for the high blood glucose. The customer¿s current blood glucose was 6.8 mmol/l. The alarm history was checked and it was found that they had a pump error alarm. The customer was unsure when the alarm occurred. The customer delivered a manual bolus but they were interrupted by the pump error alarm. The device will not be returned for analysis.